Event description:
Revision surgery - due to patient presented to dr with pain, loss of motion and strength, following a revision reverse total shoulder. Xrays confirmed a disassociation of the glenosphere from the baseplate. Patient and dr agreed a revision was merited. The procedure confirmed the disassociation and a loose humeral stem. Everything inventoried above was removed from the patient and replaced by implants on revision.

Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2024-00843; 508-36-101, s817 - dissociation, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.